Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary was used in a case and found bent at the end of the case during breakdown. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Evaluation visually confirmed the pituitary pivot pin is missing; no crack or fracture was identified on either side. Optical inspection of the pin hole and the surrounding surface did not reveal witness marks or other indications regarding the mechanism of failure. The manufacturing date (2 october 2006) suggests that the instrument has been in use for some time, making it unlikely that this is attributable to an acute manufacturing issue. After visual and optical inspection, no evidence was found that would suggest a defect in manufacturing or processing of the instrument; unable to definitively determine specific root cause of the foregoing event from the available information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.